Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further info is provided a follow up report will be submitted. Filed as one MDR as no quantity specified.

Event description:
Doctor reported he had used mesh for hernia repair and it developed an infection.